Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was receiving bupivacaine (30 mg/ml at an unknown dose) and morphine (unknown) (600 mcg/ml at an unknown dose) via an implantable pump for unknown indications for use. It was reported that the rep was at an explant procedure on the date of this report and was told by the patient and spouse that they "didn't think it was helping." Specifically, on (B)(6) 2021 the patient started experiencing withdrawal symptoms and went to the emergency room around 4:00 am on (B)(6) 2021. They "stabilized" the patient and sent her to the clinic that morning. The patient saw a physician assistant (pa) at the clinic and he "made some adjustments to the pump." The patient then went for an MRI on (B)(6) 2021 and a motor stall and recovery were noted in the pump logs. The patient went back to the clinic on (B)(6) 2021 and the pa made additional changes to the pump and put it to minimum rate mode. The patient's spouse claimed the pump "failed" like the first pump "failed" before it was replaced {refer to manufacturing report # 3004209178-2015-02762 regarding the patient's first pump}.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on 2021-feb-23. When asked about the allegation that the ¿pump was not helping and failed,¿ the rep reported ¿I don¿t know if there was a device issue or not. The physician assistant thought it may have been a catheter issue but we still don¿t know. ¿ when asked about the cause of the pump failure and the withdrawal, the rep reported that they do not know if the pump has failed and that nothing has been determined. It was unknown if diagnostics were performed or if the event was resolved.

Event description:
Additional information was received from the hcp via the rep on 2021-feb-25. Per the hcp, due to patient movement during the MRI, the scan was not usable for a making any assessment. There was also a CT scan performed that indicated "possible catheter tip in soft tissue at l5 level but no catheter fractures. No granulomas seen on MRI nor CT scans.¿ there are no further actions planned other than the pump explant on (B)(6) 2021. Patient has been treated with oral medications since pump was removed.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on 2021-feb-18. It was reported that the pump was explanted and the expected reservoir volume (erv) was 6.2 ml and the actual reservoir volume (arv) was 1 ml. They discussed the over-infusion field communication and the rep was sent a copy of the physician letter for that field action. The husband is keeping the pump and will not release it. Logs were provided and they showed that the motor stall occurred on (B)(6) 2021 at 3:45 pm and recovered on (B)(6) 2021 at 5:22 pm. The drugs being delivered were bupivacaine (30 mg/ml at 0.183 mg/day) and morphine (600 mcg/ml at 3.65 mcg/day).